Manufacturer narrative:
H6: h6 codes have been updated to reflect new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that it was believed that the alarming was not actually the pump, there was no stalls on the logs and the pump was full.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported their pump has been alarming for about a week and a half. The patient stated they went to have the pump filled on monday, and at that time they didn't know the pump was alarming because they thought it was their phone or something. The patient then stated they told the doctor about the increase in pain, and the doctor turned the medication up, but that did nothing for the pain. The patient mentioned they are still in increased pain and the pump was still alarming. The patient confirmed they have not had any falls or trauma that could have impacted the pump or catheter. The agent had the patient connect to the pump with the controller, and the patient confirmed they do hear the pump alarm once every hour at ¿the x:06 of the hour¿. The patient's ptm (personal therapy manager) indicated no active alarms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to check event logs and conduct further troubleshooting. Additional information was received on 17-jul-2024 from the healthcare provider via the company representative who reported that the patient¿s pump was alarming every hour with what they think is the non-critical alarm but described it as "high-pitched". The healthcare provider stated there are no logs indicating that the pump is alarming. The company representative stated the patient¿s pump was refilled last week earlier in the week and pump started alarming on friday (B)(6) and confirmed there was no alarm prior to the refill. The pump reservoir volume was checked and there is no volume discrepancy (expected and actual 17 ml). The agent recommended checking logs even prior to refill in case there might have been an existing alarm and also suggested trying alarm test to see if alarm consistently sounds the same. The agent reviewed tablet logs might be needed if no other cause can be found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.